Manufacturer narrative:
B3: date of event: the day of the event is unknown. Boston scientific became aware of the event on 01 aug 2021. Therefore, a date of 01 aug 2021 was entered to indicate that the event occurred on an unknown day in (B)(6) 2021. Device evaluated by MFR: a 3.50 x 20mm synergy megatron stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the midsection in a lifted state. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement specification. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy megatron stent was advanced to the target lesion, but the stent could not cross, and the struts of the stent broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was stable following the procedure.

Manufacturer narrative:
Date of event: the day of the event is unknown. Boston scientific became aware of the event on (B)(6) 2021. Therefore, a date of (B)(6) 2021 was entered to indicate that the event occurred on an unknown day in august 2021.

Event description:
It was reported that stent damage occurred. A 3.50 x 20mm synergy megatron stent was advanced to the target lesion, but the stent could not cross, and the struts of the stent broke. The procedure was completed with another of the same device. No patient complications resulted in relation to this event and the patient was stable following the procedure.